Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been rewarming for an hour and water temperature (wt) was not getting above 72.8 f in an arctic sun device. Targeted temperature (tt) was 101 f, water flow rate (wfr) was 3.1 l/m. Hypothermia rewarming. System diagnostics showed that the water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5. Walked through draining 16 ounces of water from right drain port and advised to let the device run for 30 minutes and would call back in to check in on status of water temperature (wt). Physician states 30 minutes was a long time for this instance. Agreed to call back in 15 minutes. Verified good pad coverage, bair huggers and blankets were also applied. Called back 15 minutes later and nurse stated that they removed the device from the patient.

Event description:
It was reported that the patient has been rewarming for an hour and water temperature (wt) was not getting above 72.8f in an arctic sun device. Targeted temperature (tt) was 101f, water flow rate (wfr) was 3.1 l/m. Hypothermia rewarming. System diagnostics showed that the water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5. Walked through draining 16 ounces of water from right drain port and advised to let the device run for 30 minutes and would call back in to check in on status of water temperature (wt). Physician states 30 minutes was a long time for this instance. Agreed to call back in 15 minutes. Verified good pad coverage, bair huggers and blankets were also applied. Called back 15 minutes later and nurse stated that they removed the device from the patient.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Targeted temperature (tt) was 101f, water flow rate (wfr) was 3.1 l/m. Hypothermia rewarming. System diagnostics showed that the water flow rate (wfr) was 3.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 90 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5. Walked through draining 16 ounces of water from right drain port and advised to let the device run for 30 minutes and would call back in to check in on status of water temperature (wt). Physician states 30 minutes was a long time for this instance. Agreed to call back in 15 minutes. Verified good pad coverage, bair huggers and blankets were also applied. Called back 15 minutes later and nurse stated that they removed the device from the patient. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 rev 2 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.